Manufacturer narrative:
The customer reports that the cns (central network station) monitor is black. The remote monitor is also black. It was discovered that the black box was not working. Once they isolated the cns to a single monitor, they found that the cns was not sending a signal. The tower had a rapid blinking yellow light which was indicative of a power supply issue. A hard reboot was attempted; however, the device would not power off. Ac power was removed. Once power returned, customer noted that the issue was not resolved. The biomedical engineer tried to power on the monitor; however when the cns powered on the monitor (video 1) worked for a few seconds and then went black with no signal message. The customer was sent a loaner device; however, the issue was still present. Biomedical engineer was given the part number for the screen. A spare non nihon kohden monitor was used to resolve the issue. Customer is concerned that no monitor was available. Customer indicated they will purchase a monitor from (B)(4). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central network station) monitor is black. The remote monitor is also black.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central network station) monitor is black. The remote monitor is also black. It was discovered that the black box was not working. Once they isolated the cns to a single monitor, they found that the cns was not sending a signal. The tower had a rapid blinking yellow light which was indicative of a power supply issue. A hard reboot was attempted; however, the device would not power off. Ac power was removed. Once power returned, customer noted that the issue was not resolved. The biomedical engineer tried to power on the monitor; however when the cns powered on the monitor (video 1) worked for a few seconds and then went black with no signal message. The customer was sent a loaner device; however, the issue was still present. Biomedical engineer was given the part number for the screen. A spare non nihon kohden monitor was used to resolve the issue. Customer is concerned that no monitor was available. Customer indicated they will purchase a monitor from (B)(4). Customer did not send in their repair unit. They sent back the loaner along with the black case. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.